Event description:
It was reported to philips that the system displayed a low disk space error intermittently, which could impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system displayed a low disk space error intermittently. Review of the log filed shows, multiple entries of user messages that the disk is getting full, confirming a low disk space issue. Upon troubleshooting, rse found suggested replacing the ip-pc and requested an onsite support. To resolve the issue, philips field service engineer (fse) performed a patient database maintenance procedure. After repairs the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without an impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.